Event description:
Reporter called to give an adverse account of a device. Reporter had surgery in (B)(6) 2024 to have an implant placed in his left leg (implant fusion for left foot/ankle). There occurred some difficulty with installation due to defects in the implant where it could not be fitted properly into the position needed. During surgery, reporter's leg was already prepared to receive the implant which included drilling through a bone. The company representative for the implant advised the surgeon that they could modify the device so that it would fit, which the surgeon did. While doing this a compression jig/tibia screw became jammed in the implant and was not able to be removed. There was some discussion in the operating room after the surgeon found out that there was no backup tray that could be used for replacement due to this jig failure, so the device was implanted. Three days after the implantation, the device in the patient failed and he had to go back into surgery for extraction and revision where, another brand device was used as a replacement. Reporter stated that due to the defective device, he went through unnecessary pain and an additional surgical procedure for repair and revision. Reporter stated that this is a product liability and should be removed from use.